Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "card reader" (computer software issue [reader]). A technician reports that during surgeries after the pt's data was downloaded, the card reader would display an error message that no procedures were left on the card. The technician was able to remove the card and reinsert and the card reader would then read the wave card appropriately and the surgery could continue. All surgeries were completed and no outcome issues have been identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).